Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one reload. The visual inspection of the returned product noted that the reload had a full staple complement. Functionally, the reload was loaded into pmv representative instruments and applied to test media. All staples were placed properly and the test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500 a per FDA request.

Event description:
According to the reporter: occurred during a laparoscopic assisted distal gastrectomy. On the first firing, the surgeon pressed the green and blue button but the device did not fire. To correct the issue, the surgeon replaced the reload and was able to fire successfully. No patient injury or extension in surgical time. Patient status is no problem.